Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was a suspected overdischarge. Communication could not be established with either the patient programmer or recharger. The manufacturer representative (rep) reported that the patient had been in overdischarge perhaps 2 previous times and this was the third. The rep did the physician mode recharge (pmr) and the insr got power on reset (por) message. When the rep tried to clear the por, the battery discharged right away. The rep could not recharge the patient¿s implant. Antenna locate feature was tried but did not allow the patient to recharge, 64-74 range. The rep was going to continue to charge the ins. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient hadn¿t charged their device in several months which led to the overdischarge. It was indicated that this was their third attempt at a physician discharge. It was reported that the rep spent several hours with the patient at the doctor¿s office attempting to bring the battery back out of overdischarge. The cause of the third overdischarge was due to the patient admitting that they had not been keeping up with their charging. It was reported that the surgeon and the patient have elected to replace the battery. The patient weighed (B)(6) at the time of the even. No further complications were reported/anticipated.